Event description:
Customer reported that she was hospitalized due to high and low blood glucose. Customer stated that the blood glucose reading was 580 mg/dl and went to the hospital for assistance. Customer stated that the following day her blood glucose dropped very low and was hospitalized. Customer blood glucose reading at the time of hospitalization was 10 mg/dl. Customer stated that she fell and broke a tooth because of low blood glucose prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.